Event description:
It was reported that during a coronary stenting treatment procedure, the balloon would not deflate. The indication for the procedure was acute myocardial infarction (ami). The 90% stenosed, non-calcified target lesion was located in the proximal left anterior descending (lad) artery. A liberte' monorail coronary stent 3x20mm was successfully implanted at 14 atms. The stent delivery balloon was removed from the pt. There was then an attempt to advanced the delivery balloon back to the target lesion for post-dilatation but the balloon would not cross the lesion. The physician re-wrapped the balloon with a non-bsc balloon protector. There was much resistance felt as the physician inserted the balloon into the balloon protector, but upon re-wrapping the balloon, it was able to cross the lesion. After post-dilatation of the lesion, the balloon would not deflate. The inflation device was exchanged for a different one with the same result. The physician then advanced a non-bsc guidewire to the stent balloon and ruptured it. The stent balloon was then removed from the pt. There were no reported pt complications, and pt's status was reported as "good."